Manufacturer narrative:
One device was returned for analysis. Visual inspection found a defect (dso) downstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue couldn't be duplicated. The downstream occlusion sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the delivery rate was too low and defective leverage. There was no reported patient involvement.